Event description:
Information received regarding the device does not address the patient's clinical status but notes that during an implant procedure, no pacing or sensing was observed. No asychronous pacing was noted with magnet application and no pacing was noted after emergency vvi was pressed. Telemetered lead impedances were >2500 ohms. When the leads tested normal, the pulse generator was replaced.